Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system lock kept failing. A field service engineer found no issues initially, replaced the latch and wiring harness to resolve, which were most likely the causes of the failures. The hasp was also minutely adjusted to ensure proper alignment, and the door was inventoried multiple times. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es smart remote manager, the system lock kept failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.